Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22oct2020.

Event description:
The customer reported that the touch screen is unresponsive. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The service technician evaluated the device and the reported problem was unable to be confirmed by a check performed. Calibrated the touchscreen and confirmed that the unit was operating without an issue. It is still recommended to replace touchscreen to prevent recurrence. The repair is pending customer approval.

Manufacturer narrative:
G4: 15nov2020, b4: 19nov2020. Per the service technician the reported issue was unable to be confirmed, touchscreen was replaced to prevent recurrence. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:16jan2021. B4:19jan2021. Failure analysis on the returned touchscreen shows that customer complaint cannot be verified. All touchscreen buttons respond properly. The calibration procedure was completed successfully. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.